Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead noted that the lead was stretched and blood/body fluid was observed in the distal conductor. Apparent explant damage was noted. The full lead was returned and analyzed. No anomalies were found however, blood/body fluid was observed in the distal conductor.

Event description:
It was reported that during the implant procedure, positioning difficulty of the leads was noted. The first lead (B) (4) tip could be positioned at the mid left ventricular margin, but could not be passed to the posterior part of the vein. A new bipolar pacing lead (B) (4) was passed into the anterolateral branch of the coronary sinus, but the site proved to have diaphragmatic stimulation and high thresholds. The lead was repositioned. When attempting to remove the guidewire, it was unable to retract fully from the lead. The stylet became stuck just before the suture tie down. Upon attempting to remove the stylet, the lead was damaged and unable to record electrograms. Fluoroscopy suggested conductor fracture. The lead was removed and replaced. The leads were not implanted. No patient complications were reported as a result of this event.